Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and had a delayed response. Additionally, it was reported that an inaccurate fill estimate reading occurred, resistance was experienced during the fill process, and a cartridge was leaking from the pigtail. Customer's blood glucose level ranged between 105-122 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.